Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a balloon in the silicone segment was confirmed. Visual examination showed a ballooned segment at the top of the silicone pump segment tubing. Functional and pressure testing were unable to replicate the ballooning. The root cause of the ballooning in the silicone segment could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a balloon in the tubing was discovered during an infusion of d5 20 meq kcl when the nurse opened the door of the infusion pump. The tubing was replaced and the infusion continued without issue. There was no report of patient harm. Although requested, no other event details are available.